Event description:
It was reported that at a pump refill the 15cc actual residual volume (arv) was greater than the 3.2cc expected residual volume (erv). The patient stated that the patient had fallen prior to the volume discrepancy problem (unknown date). The patient started having pain and return of symptoms. The logs indicated that there was a motor [stall] on (B)(6) 2015; the patient had an MRI (magnetic resonance imaging) that day. A dye study was attempted and the healthcare professional (hcp) could not aspirate it. A revision surgery was required to replace the system, though a date had not yet been set. The pump was used to infuse morphine (compounded), bupivacaine, and an unknown drug. No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a volume discrepancy was again reported where the hcp pulled out 18 ml of drug but was expecting approximately 2 ml. A catheter revision was performed on (B)(6) 2015, and the hcp found that the catheter migrated outside the intrathecal (it) space. The entire catheter was revised but the pump remained implanted. They programmed a single bolus to visualize the pump was dispensing medications. The hcp also decided to change the concentration, and filled the reservoir with 5 mg/ml concentration, but there was still 50 mg/ml in the pump tubing and the catheter was empty. The reporter was provided assistance in programming the bridge. The hcp wanted the dose to be 0.3 mg/day for the bridge since the patient was not getting the drug. The reporter was to follow up with the hcp. There were no symptoms reported. The pump system was being used to infuse clonidine, marcaine, and morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).